Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacture's (lm) final investigation. Despite good faith attempts, the user culture results and cleaning disinfection and sterilization (cds) processes were not shared. The device was evaluated where no abnormalities were found that could have led to the reported event. The reported event was not confirmed as the scope was not microbiologically tested by olympus. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the gastrointestinal videoscope exhibited a positive culture test. The issue occurred during a therapeutic esd procedure. The patient was not under anesthesia. The procedure was completed using a similar device. There were no reports of delay, patient harm, injury, or death.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.